Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06155, 1627487-2021-18865, 1627487-2021-18866, 1627487-2021-18867, 1627487-2021-18868, 1627487-2021-18870. It was reported the patient experienced ineffective stimulation and discomfort at the leads site. X-rays confirmed lead migration. Patient also experienced discomfort at the ipg site. Surgical intervention took place wherein the leads were explanted and replaced and the ipg was repositioned in the same pocket site. Pain at the pocket site has resolved. Effective therapy was restored.